Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the right ventricular lead exhibited myopotential oversensing resulting in pacing inhibition. On (B)(6), the patient presented in-clinic, for follow-up, experiencing muscle stimulation. Upon interrogation, the lead exhibited undersensing and loss of capture. No noise could be reproduced via isometrics. The lead was reprogrammed. An x-ray was performed and the lead was found to be dislodged. On (B)(6) 2017, the device was reprogrammed and therapies were turned off. On (B)(6), the lead was removed and replaced. Since the pocket was open, the physician elected to remove the implantable cardioverter defibrillator and downgrade the patient to a bi-ventricular pulse generator. The patient was stable following the procedure.